Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were false asystole episodes noted due to undersensing by the device. It was suspected that there was a loss of contact between the device and tissue. No intervention was performed and the patient was stable with no consequences.